Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vtich12.1 implantable collamer lens, -1.50/+4.00/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon notes low vault, lens rotation, lens dislocation/subluxation. Reportedly, the lens was also repositioned. Additional comments state, "primary icl is too short and too mobile in the sulcus. Needs to be replaced with a 12.6 mm model." Currently, the lens remains implanted.

Manufacturer narrative:
Updated information: on (B)(6) 2018 the lens was exchanged with a longer lens. (B)(4)